Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the fixation of the anchor, the distal part of the anchor broke. The case was a shoulder arthroscopy. The broken piece was removed from the patient. A backup device was available to complete the procedure. There were no reported patient injuries. No other complications were noted.